Manufacturer narrative:
(B)(4). S/w 4.11j. Retainer ring = clear . Customer complained about the unit having pump error 54 and pump error 3 on event date of (B)(6) 2021. Unit passed displacement test and self test and p-cap/reservoir does lock properly. History/trace downloads were successful using thus software. Pump error 54 (file number = 32122, line number = 1421) was present in the history download on event date of (B)(6) 2021 02:14:57.000, esf#: (B)(4). Pump error 3 confirmed on (B)(6) 2021 02:15:00.000 due to possible software defect. The electronic assemblies were inspected and no anomalies noted. The following and a cracked retainer were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, missing display window cover and cracked retainer. No moisture damage noted on pcb1/pcb2 noted upon visual inspection of components. Pump error 54 (file number 32122, line number = 1421, esf#: (B)(4)) and pump error 3 on (B)(6) 2021 02:15:00.000, both confirmed due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Customer was able to clear alarm. Customer was able to complete rewind. Customer stated that the insulin pump passed self test. No harm requiring medical intervention was reported. Customer will discontinue use of the device.